Event description:
After inserting the IV, the clinician retracted the needle and attempted to withdraw blood from the back of the safety barrel to perform a hematologic control. The needle penetrated through the back end of the safety barrel and the clinician rec'd a needle stick injury.

Manufacturer narrative:
Conclusions- a root cause analysis was unable to be performed as the sample was disposed of. However, this product is not designed to permit blood retrieval through the back end of the safety barrel.